Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery charging and power issues. The event occurred prior to use, hence there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (product problem).

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer was negotiating a service contract with sales and chose to cancel the order, planning to complete preventive maintenance once the contract became active; a pm service report from january 2026 was reviewed. Based on these findings, and with no further relevant information available, the complaint was closed on 25-mar-2026 as an administrative duplicate with no safety impact.

Event description:
N/a.